Event description:
It was reported that post a stenting treatment procedure, thrombosis and restenosis occurred. The patient presented with acute inferior wall myocardial infarction. Vascular access was obtained via the right common femoral artery. Angiogram and left ventriculogram were performed. A large thrombus was noted in the proximal and mid right coronary artery (rca); complete occlusion was noted in the proximal area. A moderate amount of thrombus was removed via thrombectomy, followed by angioplasty in the proximal area with 2.5 and 3.5mm balloons. A 4.0x20mm promus element plus stent was deployed at 14atms. Follow up angiogram revealed brisk, timi grade 3 flow, with no significant stenosis except for mild residual thrombus in the vessel. The vessel was noted to give collaterals to the chronically occluded left anterior descending artery (lad). The procedure was completed with no patient complications. The patient was continued on home medications except that platelet assay will be obtained to see how the patient responds to plavix. The patient was started on effient and beta blockers and monitored in ICU with an angiomax drip for 24 hours. Two days post procedure, the patient presented with symptoms of acute coronary syndrome, including unstable angina. Vascular access was obtained via the right common femoral artery. Coronary angiogram was performed revealing thrombus in the distal portion of the previously placed 4.0x20mm promus element plus stent. 70-80% stenosis was also identified in this area and about 50% stenosis was noted further down in the mid part of the vessel. A 4.0x30mm unspecified promus stent was deployed overlapping the 4.0x20mm promus element plus stent. Follow up angiogram revealed brisk, timi grade 3 flow, with no significant stenosis or thrombosis. The procedure was completed with no patient complications. The patient was given 180mg of brilinta and continued on 90mg once/day in addition to aspirin and previous medications. Hematology consult will be obtained to evaluate patient's state of thrombosis.

Event description:
It was further reported that the patient was still an in-patient when the symptoms presented post procedure. The implanted stent was 100% occluded. A 4.0x38mm promus element plus stent was deployed inside the first stent to re-establish flow. The patient did fine and was discharged a few days later. The physician noted the event was likely attributed to the clotting factor and heparin allergy issues the patient experienced.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem: additional information. (B)(4).